Event description:
Kci wound vac malfunction. Unit would not apply appropriate amount of suction. Pt had a below the knee amputation to which the wound vac was being applied to help close and heal the incision. Suspect products: wound vac. MFR: kci. Dates of use: (B)(6) 2014. Diagnosis or reason for use: bks incisional closure.